Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced the low blood glucose of the 3.2 mmol/l at the time of the incident and other blood glucose of the 2.9 mmol/l, 6.2 mmol/l. It was reported that the customer called paramedics. It was reported that the paramedics treated at home with another dosage of glucagon. The customer was unconscious, and parents administered with the glucagon. The customer had using the insulin pump system within 48 hours of reported low blood glucose. The customer was not using the auto mode. The device will not be returned for the analysis.